Event description:
Same case as 6000089-2007-00274, 6000093-2007-00649 and 6000093-2007-00647. It was reported that post a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and a dissection occurred. In the initial procedure, a taxus express2 2.5x24mm drug eluting stent was placed in the mid portion of the right posterolateral branch of the right coronary artery (rca) due to in-stent restenosis. The lesion was pre-dilated with a maverick 2.5x12mm balloon. The physician experienced difficulty withdrawing the stent delivery system (sds) balloon after stent deployment. The guide catheter was "sucked into the artery" and after the balloon was removed, a guide catheter induced dissection was noted throughout the proximal to midportion of the vessel. This resulted in slow flow throughout the artery. The guide catheter was pulled back to the ostial portion of the vessel resulting in improved flow, however, there was a long spiral dissection involving the calcified proximal to mid rca. At this point, a taxus express2 3.5x24mm drug eluting stent was deployed in the mid rca and this was overlapped proximally with a 4.0x32mm liberte bare metal stent. Both stents were deployed at high pressures and resulted in timi grade 3 flow with a 5% - 10% residual stenosis throughout the stented area. Aspirin and plavix were prescribed indefinitely. Eleven days post procedure, the pt presented with acute inferior wall myocardial infarction (mi) and a totally occluded mid rca. Aspiration and thrombectomy were performed. Multiple guidewires were used to try to cross the total occlusion and once crossed a 2.5x15mm maverick balloon was used for dilation. At this point aspiration and thrombectomy were performed in the rca using the quickcat catheter. The proximal segment was then dilated using a 4.0x15mm quantum maverick high pressure balloon. An attempt was made to place a taxus 3.0x24mm drug eluting stent to the mid rca, but was not successful. The pt received aspirin and plavix and was sent to the intensive care unit in stable condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.